Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse determined that the user had not pressed start to begin zeroing of the fiber optic balloon. The fse connected the disposable transducer to monitor the pressure and initiated therapy. The customer was educated on the fiber optic zeroing process. The intra-aortic balloon pump (iabp) is still in use by the patient. No [repair] service performed or required.

Event description:
A fiber optic issue was reported on the cardiosave intra-aortic balloon pump (iabp). While in use on a patient, the display went blank and the blood pressure (bp) did not display. There was no injury nor adverse event reported.